Event description:
It was reported that the customer had a failed battery test alarm and a crack on the screen of the insulin pump. No further details given.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with failed battery test alarm due to corroded battery tube. The insulin pump had minor scratches on lcd window, cracked case at display window corner and cracked reservoir tube lip. No cracks on lcd window noted.